Event description:
On 07/11/2008, the patient reported that 2 days ago, she experienced elevated blood glucose after being disconnected from her infusion device while swimming. She bolused to lower her blood glucose but her levels remained elevated. The following day, the patient experienced a headache and elevated blood glucose of 200-300 mg/dl. Today, her blood glucose was normal (80-150 mg/dl) but she noticed insulin in the cartridge compartment of her infusion device and she received the system alarm (e7) twice. She is concerned that the elevated blood glucose and alarms are due to insulin in the cartridge compartment. This is the patient's backup infusion device and she stated that she will switch to her primary device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.